Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient has been having problems with the right leg which is on the same side of the body where the interstim is located, and can hardly walk for about 3 or 4 months. Saw a pain specialist who ordered MRI but patient can not have MRI because of interstim implant. Patient could not even walk in the grocery store and had to drag their leg. Patient also noticed their bowels were getting loose as well during this time. Patient states they are trying to figure out if the interstim device is causing the pain issues. Agent did not ask about the circumstances that led to the reported issue. Reviewed how to turn therapy off. Additional information was received and patient said after turning stim of yesterday the pain in their leg went away and the patient can walk much better now. Reviewed how to decrease stim then turn back on. Patient is going to try current program at a lower setting. Patient will call back to change programs is pain in leg starts again no further complications were reported/anticipated at this time. Additional information was received from the patient. They reported that the patient called back and stating they want to try another program because the pain in their leg is no better. Today they have tried turning stim off and it doesn't make a difference and that the pain is still there. They also don't want to turn it off because their bowel symptoms will return. Patient services reviewed if turning stimulation off is not helping at this point, the patient may want to consider following up with managing doctor to discuss next steps. Patient stated they will follow up with managing doctor. Additional information was received from the patient. They reported that it started bothering pt and pt couldn't walk. Pt stated this is why pt got new implant (current ins).